Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump malfunction. It was reported that the pump displayed "no disposable, pump won't run" alarm and the patient tried to reattach the cassette, checked and aligned the tubing, but the pump would not run. Subsequently, the patient switched to a new cassette and the pump worked. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.